Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a trial done on (B)(6) 2024 patient experienced numbness and loss of sensation in left limb due to lidocaine being injected deep. As a result, surgical intervention was undertaken wherein leads were explanted and patient was sent for further imaging to address the issue. It is unknown which lead is a fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode trial lead lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000151880.